Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient had underwent two ablation procedures for a ventricular tachycardia and an alert for signal artifact monitor (sam) episodes occurred on their cardiac resynchronization therapy defibrillator (crt-d) device. The patient was subsequently seen at a different healthcare facility in a different state. It was indicated that the right atrial (ra) lead was checked and found to be unable to pace or sense. The ra lead was also noted to exhibit undersensing and high thresholds. As a result, the patient was brought in for a ra lead replacement procedure. The ra lead was explanted and a new ra lead was implanted. The new ra lead exhibited appropriate function and measurements when connected to a pacing system analyzer (psa) but when the lead was connected to the existing crt-d device, the lead exhibited no functionality or measurements. The ra lead was reconnected to the psa and again exhibited appropriate function and measurements but when it was reconnected to the crt-d device, it again exhibited no functionality or measurements. In response, the crt-d device was also explanted and replaced during the procedure. The new ra lead and new crt-d device exhibited normal functionality and the procedure was successfully completed. The boston scientific representative found out after the procedure that ra sensing had been off and inquired if this could have occurred as a result of the sam episodes. Boston scientific technical services (ts) discussed that this was not part of the sam feature. It was confirmed that ra sensing was on approximately two and a half weeks before the replacement procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this patient had underwent two ablation procedures for a ventricular tachycardia and an alert for signal artifact monitor (sam) episodes occurred on their cardiac resynchronization therapy defibrillator (crt-d) device. The patient was subsequently seen at a different healthcare facility in a different state. It was indicated that the right atrial (ra) lead was checked and found to be unable to pace or sense. The ra lead was also noted to exhibit undersensing and high thresholds. As a result, the patient was brought in for a ra lead replacement procedure. The ra lead was explanted and a new ra lead was implanted. The new ra lead exhibited appropriate function and measurements when connected to a pacing system analyzer (psa) but when the lead was connected to the existing crt-d device, the lead exhibited no functionality or measurements. The ra lead was reconnected to the psa and again exhibited appropriate function and measurements but when it was reconnected to the crt-d device, it again exhibited no functionality or measurements. In response, the crt-d device was also explanted and replaced during the procedure. The new ra lead and new crt-d device exhibited normal functionality and the procedure was successfully completed. The boston scientific representative found out after the procedure that ra sensing had been off and inquired if this could have occurred as a result of the sam episodes. Boston scientific technical services (ts) discussed that this was not part of the sam feature. It was confirmed that ra sensing was on approximately two and a half weeks before the replacement procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the lead body and electrode tip found no anomalies. Visual inspection of the terminal pin assembly indicated there was only one set of setscrew marks on the terminal pin. The mark is closer to the tip of the terminal pin than in the expected location. However, the setscrew mark is not considered conclusive evidence of an electrical malfunction. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.